Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch¿ bi-directional navigation catheter and during ablation, the patient experienced pericardial effusion that required pericardiocentesis, surgical intervention, and prolonged hospitalization. During an afib case, there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by the ultrasound machine and contrast fluoroscopy was done to see where the contrast was coming out from. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition and was transported to the hospital. Once the patient was transported to the hospital, his chest was opened to see where the bleeding was coming from. Additional information was received. It was reported that the physician¿s opinion on the cause of this adverse event was that it was procedure related. A transeptal puncture was performed, and ablation was performed prior to the transeptal. The physician made no note of a steam pop occurring. No error messages were observed on the biosense webster equipment during the procedure.